Event description:
It was reported that the ipg was unable to communicate with external devices after a unrelated surgery. Ipg was recovered by an abbott representative during consult.

Manufacturer narrative:
An error message displaying ¿cannot connect to generator, the generator is not responding¿ when patient was trying to connect to the ipg was reported to abbott. The system was recovered through abbott intervention. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.